Event description:
Reporter stated that patient's blood glucose was measured, back-to-back, using the suspect device with results of 588 mg/dl and 254 mg/dl. Reporter noted that no action was taken based on these results. No patient injury was reported and no treatment was received. A level-one quality control test was performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.